Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
In 2009 (through follow up with the surgeon via email), it was learned that the device was explanted, due to a failed ring repair. It was not possible for the surgeon to perform the surgery with the ring, so the surgeon decided to replace the native valve with a replacement heart valve. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Failed ring repair.